Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and hospitalized. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began remedial treatment with amikacin (250 mg, once daily, ip, ongoing), vancomycin (1 gm, loading dose, ip), and fortum (1 gm, once daily, ip, ongoing). The outcome of the peritonitis was not reported. The patient remained hospitalized. Dianeal pd2 ultrabag was ongoing. The reporter believed the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.